Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as usage of public bathrooms. The peritonitis was manifested by vomiting, diarrhea, and abdominal pain. At the time of the peritonitis diagnosis, the patient was hospitalized for an unrelated event. Beginning on the day of onset, the patient was treated with unknown intraperitoneal antibiotics for ten days (medication, dosage, and frequency not reported) for the peritonitis. Dianeal therapies were ongoing. The patient was discharged from the hospital. The patient was recovered from the peritonitis. The patient was not retrained on the proper aseptic technique. No additional information is available.